Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump kept alarming no delivery; however, the customer was able to clear the alarm and resolve the issue by changing the infusion set and reservoir. The customer also mentioned that she went to the emergency room on (B)(6) 2018, for high blood glucose. No further details were provided regarding the hospitalization. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.